Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was elevated. As the customer's meter stated above 400 mg/dl, customer did not know the exact bg value. A bolus was delivered to address bg. Cause of event was not known. Pump insulin on board indicated 4.93 units and was "just sitting there". Customer could not recall when the pump supplies were changed. Customer declined tandem technical support's (cts) offer to perform a pump system check or review the bolus pump history. Customer disconnected from the call with cts.